Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b133, (lot: va2sra0); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a manufacturer representative (rep) informed patient that during surgical case, it was discovered that the patient's implant was broken. Rep asked patient if they had been in an accident or had any trauma to the area. Patient denied any accidents but did say that a door handle hit them in the back. This was an intra-operative finding as the case was originally just supposed to be to implant new lead. When patient had ins placed on (B)(6) 2023, they developed bad reaction shortly afterwards possibly due to sutures or adhesive. Patient reported there was "extreme itching deep in the skin" at the lead and they developed blisters. A surgical procedure followed to remove the wire, date asked, unknown. On (B)(6) 2024, the patient was supposed to just have the lead re-implanted when the broken battery was discovered. Unable to ask notify date/device sn as patient had to leave to pick up daughter.